Event description:
Same as MFR report # 6000089-2005-00520. During a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. In 2005 the target lesion was the non-calcified, non-tortuous, 70% stenotic, right coronary artery (rca).the lesion was predilated with an unknown 20 mm balloon. Using a launcher guide catherer and a pt guide wire, the physician attempted to stent the rca with a 3.00 x 28 mm taxus express2 drug eluting stent, but the stent dislodged from the delivery system. The physician then attempted to place a 3.00 x 32 mm taxus express2 drug eluting stent in the rca, but this stent also dislodged from the delivery system. The physician located the first migrated stent in the aorta and used a snare for retrieval. The physician was unable to locate the second stent during the cath lab procedure. The stent was located in the iliac artery and was removed during exploratory surgery. The lesion was successfully treated with an unknown taxus express2 drug eluting stent during a later procedure. The pt's condition was reported as "poor".